Event description:
Information was received indicating that a smiths cadd® extension set leaked near the filter. There was no reported injury to the patient.

Manufacturer narrative:
One cadd administration set- flow stop was returned for analysis. The set was visually inspected, and delamination was found in both joins of the filter with the tube. Leak testing on the sample received were performed using hydrostat vessel to look for unusual functions. A leak was observed fleeing from the air vent of the filter. In order to perform a complete root cause analysis of this failure mode a CAPA was initiated.